Manufacturer narrative:
The manufacturer previously reported a patient passing away on (B)(6) 2025; however, the death is unrelated as it was reported the injury did not result in permanent impairment to body function or permanent damage to body structure. The respiratory insufficiency was treated via hospitalization. The device was being used off label as the patient was prescribed 2l/min of oxygen while the in-home flowmeter would only deliver a maximum of 1l/min. Correction includes box h: type of reported complaint updated to "death".

Event description:
This notification was reviewed due to a patient passing away on (B)(6) 2025; however, the death is unrelated as it was reported the injury did not result in permanent impairment to body function or permanent damage to body structure. The respiratory insufficiency was treated via hospitalization. The device was being used off label as the patient was prescribed 2l/min of oxygen while the in-home flowmeter would only deliver a maximum of 1l/min. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.